Event description:
The patient contacted lifescan in 2005 and alleged that his one touch ultra meter was reading inaccurately high. A patient reported blood glucose results of 162 mg/dl with a lifescan meter and 76 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. At the time of troubleshooting, the patient was walked through two consecutive control solution tests and the results fell outside the specified range. The test strips were in good condition and within the expiration date. The meter was in the right unit of measurement (mg/dl) and it was coded correctly. He did not receive any medical attention.